Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Lot/serial: (B)(4), UDI: (B)(4). Lot/serial: (B)(4), UDI: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Trunk-ipsilateral leg and iliac extender components (rlt261218j/15582996 and pxl161207j/15347917) were deployed from the left side, followed by a contralateral leg component implanted in the right side. Intra-procedure angiography was run, revealing an endoleak of unknown type from the left side. It was unable to determine whether the endoleak was a distal type I or a type iii endoleak. Additional ballooning was performed to the endoprostheses in the left side, and the patient tolerated the procedure. Later on a follow-up computed tomography (CT), the endoleak of unknown type persisted and a type ii endoleak was also revealed. Aneurysm size had enlarged due to those endoleaks (amount of enlargement was unknown). On (B)(6) 2018, a reintervention was performed, whereby a contralateral leg component was implanted for distal extension of the left leg. Intra-procedure imaging revealed that the type ii endoleak remained, but the reintervention was concluded with a wait-and-watch approach taken to the endoleak.